Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a bad complication after using [unspecified] juvéderm® voluma¿ about two years ago. Patient had an infiltration done by a cosmetic surgeon who has been treating the patient for about twenty years. After a couple of days the area swelled. Patient has experienced infections and pus that come and go without interruption ever since. Patient has seen a lot of doctors and still the solution does not seem clear. Symptoms are ongoing.